Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment slda was due to challenging patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr), mitral pressure gradient of 2.0mmhg, and a prolapsed posterior leaflet. A mitraclip procedure was performed with an xtw. The device functioned as intended. The posterior prolapse on a2p2 was captured during the procedure, there was additional prolapse that could not be captured due to the elevated mitral pressure gradient (mpg) registering at 6mmhg. The physician was satisfied with the results, despite the elevated gradient. There were no device issues or adverse effects during the initial procedure. A post-procedure echocardiogram was performed on (B)(6) 2023. Follow-up confirmed there was a single leaflet device attachment (slda). The posterior leaflet was detached. There was no tissue damage caused by the slda. The mr was recurrent at grade 4. No additional intervention was performed. Per the physician, the residual prolapse is what caused the slda. There was no adverse patient sequelae. No additional information was provided.